Manufacturer narrative:
Medical device problem code a15 captures the reportable event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a peripancreatic fluid collection during an endoscopic ultrasound (eus) biliopancreatic with stent placement procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy. The stent was removed; however, upon removal, it was noted that the metal tip was stuck inside introducer. Another hot axios was implanted to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on march 03, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a peripancreatic fluid collection during an endoscopic ultrasound (eus) biliopancreatic with stent placement procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy. The stent was removed; however, upon removal, it was noted that the metal tip was stuck inside introducer. Another hot axios was implanted to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned completely deployed. Visual examination of the returned device found the inner sheath and copper wire detached from the outer sheath. The outer sheath was kinked near the luer. The tip was detached from the inner sheath. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was not confirmed as the stent was returned completely deployed. Taking all available information into consideration, the investigation concluded that the reported event of stent partially separated and observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties, limited the performance of the device, which may have contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.